Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. No product fault could be detected. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis.(B)(4)

Event description:
It was reported that during the surgical operation with a use of ehn, the doctor used the radiolucent driver for drilling. At the drilling of the 2nd screw to the hole on the bone, the doctor felt that the body of the radiolucent driver itself would be turned. After this, suddenly the turning of the drill bit stopped. The doctor could not finalize the 2 drill hole. He then manually made the drill hole, and he successfully finished the operation without any problem. This is report 1 of 1 for complaint (B)(4).